Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06143. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a sacral colpopexy, enterocele repair, bso, anterior colporrhaphy, cystoscopy, cystotomy repair on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that due to mesh erosion into the bladder, patient underwent revision/removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and mixed incontinence.